Manufacturer narrative:
Integra has completed their internal investigation on 13 oct 2015. The investigation activities included: methods: review of device history records. Review of complaint history. Results: since the fg lot number was not provided for both complaints, the device history record (DHR) could not be reviewed and the retain samples could not be evaluated. Upon review of integra¿s complaint system from january 2013 ¿ september 2015, only two (2) complaints (both from the same facility and investigated under this report) for biopatch product family have been reported for the condition ¿device creates a lever effect causing catheter dislodgement¿. Approximately (B)(4) units have been released for distribution since january 2013 ¿ september 17, 2015, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: no assignable causes that could be associated to the manufacturing process of biopatch related to device thickness were determined. No other incidents of this nature have been reported as per complaint history reviewed.

Event description:
There are two patient events reported: 2 separate patients, same product complaint, 3 occurrences. This is the 2nd of 2 MDR submissions. It was reported to integra by the distributor's (B)(4) affiliate, "pediatric ICU reported recently that they are concerned about a cluster of central lines falling out. Their concern was that the biopatch creates a lever and when tension is applied to the lines it causes the catheter to tend upwards resulting in a catheter flicking out of the patient." For this case, the patient is a (B)(6) baby, (B)(6), with the left femoral cvl triple lumen (catheter), 5 french. Both lines were sutured. The patient experienced 2 incidents that the line was falling out. Additional information was received: the (B)(6) patient that had 2 central lines dislodge, required intubation and inotrope support as a consequence of the lost central line access. The central line migrated completely out of the vessel despite the fixation sutures remaining in place. Chg was used for skin prep. The outer dressing used in combination with the biopatch was a bordered tegaderm. Additional information received 6 oct 2015: lot number is unknown. The tegaderm and biopatch were intact when the central lines "flicked out." "The (B)(6) was thrashing about and very unsettled. The line was oozing all night. The cvl required redressing. When the nurse peeled the tegaderm back, the line was noted to be out with sutures intact." Also, the product code has been updated from 44150 to 44151 because the affiliate stated the following: "they do not know the lot number for the biopatch involved. The customer was unfortunately not able to confirm whether the product code used with both patients was 44151 or 44150 as only the product name (i.e. Biopatch) is documented in the patient notes - most likely size used was 44151 based on the catheter size."

Manufacturer narrative:
Additional information received 25nov2015: no photos are available. The (invasive) lines are sutured and the dressing comprises a biopatch and transparent dressing. The intensivist involved felt the biopatch acted as a lever, contributing to the line dislodgement. The ¿lever effect¿ was noticed at the catheter entry site, as this is where the biopatch is placed. The distance (length of catheter) left between the line insertion site and suture site is not documented. Tension was being applied to the lines by movement of the limb.